Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during a hip revision surgery, the acetabular shell was found to be loose and was removed manually without the need for bone release or use of a slap hammer. The polyethylene liner and cocr femoral head were removed and replaced with implants from another manufacturer. The surgeon did not specify the cause of the cup loosening, although system alignment appeared acceptable.